Event description:
It was reported that a data error alert occurred after the pump ship date. There was no adverse impact to the customer¿s blood glucose level, with values remaining between 54-500 mg/dl (3.0-27.7 mmol/l). The customer was informed that some history logs might have been erased, but the therapy remained unaffected, and they continued using the pump for insulin therapy.